Event description:
The freestyle libre 3 plus sensor is not current with the latest ios. I got this product to help me maintain steady blood sugars for my type 1 diabetes, a serious autoimmune disease I've had for almost 50 years. Currently, every cgm on the market must receive FDA approval to update its app when the phone companies release new operating systems. Why? That makes no sense. I thought I found a way around this by using the reader that cgm originally came with, but my reader no longer works and the company has no plans to keep producing the reader. And if I don't update my phone, then I leave myself vulnerable to security risks. These protocols you put in place to "help us" delay care, leaving me and others unable to prevent severe low and high blood sugars with the cgm alarm, and making my sleep worse because I have to get up and do manual blood tests to make sure I don't sleep through a low, which causes me to have convulsions. Type 1s finally get a better tech product, and you enact laws that prevent it from working correctly. The FDA created these rules to protect us, but the unintended consequence is exactly what I'm experiencing: dangerous gaps in monitoring while waiting for approval. This is a serious safety issue that deserves your attention and it also deserves widespread pr and attention from other advocates, including medical groups and politicians. I've retained copies of this complaint and want to know what you plan to do about this gross negligence. I urge the FDA to create an expedited review pathway for os compatibility updates that don't change medical functionality. Additionally, I urge abbott to produce affordable, smaller readers that work better than the ones they released in the past.